Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: review of the black box data revealed the data from the date of the complaint had been overwritten due to continued patient use. The available data in the black box did not reveal any records of short battery life. On examination, there was no moisture/corrosion inside the battery compartment. The returned battery cap fit properly to the pump. Electrical currents were evaluated and found to be within the required specifications. A battery life issue was not duplicated on investigation and the pump was found to be operating as expected. Unrelated to the original complaint, the battery compartment was noted to be cracked.